Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue. Complaint is confirmed because it was reported that there was a leak from the patient line, and the home patient continued and completing therapy with the setup. A batch review was performed on the reported lot with no deviations found. The cause code for this complaint is undetermined.

Event description:
This report addresses the issue of use error- breach in aseptic technique. On (B)(6) 2012, during a follow up the care giver (cg) reported that on (B)(6) 2012 during therapy there was a leak from where the patient line connects to the transfer set. The cg did not see anything wrong with the supplies. The home patient (hp) ended up completing therapy with the setup that was leaking. The cg stated that there were no alarms. There was no patient injury or medical intervention reported. On (B)(6) 2012,product surveillance receive voicemail from the registered nurse(rn) regarding the reported issue of leak and use error. The rn stated it occurred during initial drain. They found the carpet was wet and the source of the leak was not found. There was no sign of infection and the clamps were closed on the supplies. The rn stated that hp was aware of proper procedures regarding not reusing supplies. The nurse did not provide any further details. The product and lot number information was not available.